Manufacturer narrative:
Unit passrd the dat test with 0.08725 inches. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor error alarms noted during testing. However, noisy motor noted during testing due to faulty motor. Unit received with minor scratched lcd window, cracked keypad at select button, scratched case and cracked retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had loud motor. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.